Event description:
It was reported that when the zimmer pulsavac plus was opened the battery pack was deformed. However, the pulsavac plus was still used to successfully complete the procedure and there was no indication of a hot battery pack. There was no harm or delay involved and the product was able to be utilized to complete the planned procedure.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.